Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The 90% stenosed target lesion being treated was located in the left circumflex (lcx) artery. A 1.50x8mm apex flex balloon catheter was advanced for pre-dilation and inflated 4 times; to 6 atm for 5 and 11 seconds, to 17 atm for 8 seconds, to 18 atm for 6 seconds. An unspecified size apex balloon catheter was then advanced and inflated twice; at 6 atm for 5 seconds and 20 atm for 14 seconds. A nc quantum apex balloon catheter was then advanced and inflated twice; at 12 atm for 18 seconds and 20 atm for 11 seconds. A 2.75x12mm ion stent delivery system (sds) was then advanced and deployed at 12 atm after 8 seconds. The stent delivery balloon was re-inflated twice; at 14 atm for 5 seconds and 20 atm for 13 seconds. It was noted that the stent became deformed. A 2.75x12mm nc quantum apex balloon catheter was then advanced for post-dilation and inflated at 17 atm for 10 seconds. An unspecified size ion sds was then advanced and deployed at 14 atm after 12 seconds. The stent delivery balloon was then re-inflated at 15 atm for 7 seconds. The procedure was completed at this point. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the stent damage occurred following advancement of the 2.75x12mm nc quantum apex balloon catheter being used for post-dilation. The physician believes that advancement of the balloon catheter caused the stent deformation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).